Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, chronic pain and surgical intervention. The instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2005, the patient underwent surgery for an inguinal hernia repair and a bard mesh (bard flat mesh) was implanted. It is alleged that further to implantation with the product, the patient suffered the development of hernia recurrence, bowel complications and chronic pain. It is alleged also that on (B)(6) 2010, the patient underwent a revision surgery and a bard mesh (bard flat mesh) was implanted. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.